Event description:
The customer reported a clear liquid leak from the blood sampling valve (bsv) on their coulter lh 750 hematology analyzer. The fluid leak was not contained within the instrument and was approximately one hundred milliliters in volume. No instrument error messages were generated in connection with this event. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. There was no death or injury associated with this event. No patient results were affected by this event. There was a risk management plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) observed a leak from detached tubing to the bsv. The fse trimmed the tubing and reattached it, thereby fixing the leak. The cause of the event was a detached tube at/to the bsv. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results without instrument generated flagging to be generated upon recur. (B)(4).